Manufacturer narrative:
The device will not been returned for analysis as it was consumed in the procedure; therefore the complaint could not be determined. The onyx device performed as intended to embolize the arteriovenous malformation (avm) lesion. Hemodynamic changes induced by the embolization may result in hemorrhagic complications. Hemorrhagic complication is a known inherent risk of avm embolization procedure and is documented in onyx instruction for use. Same event as reported in MDR MFR: 2029214-2016-00276. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient experienced cerebellar hemorrhage 9 days after onyx embolization procedure of a ruptured arteriovenous malformation of the cerebellum centerline. The patient was hospitalized for 6 days for treatment of a post-embolization cerebellar hemorrhage with a small cerebellar hematoma on the upper right. A control arteriography was performed clearly confirming the exclusion of the arteriovenous malformation. The diagnosis is that of thrombophlebitis following the embolization procedure. Given the thrombophlebitis, the patient was not given a preventive anticoagulation treatment. The patient progressed well in spite of these undesirable events.

Manufacturer narrative:
Based on the information provided, we are unable to definitively determine the cause for the concentration and balance disorders. There is no evidence to suggest that the device was defective. Furthermore, neurological deficits are known inherent risk of neurointerventional procedures and is documented in the onyx instruction for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that following the rebleed the patient spent 2 months in a rehabilitation clinic. Approximately 4 months later, during a systematic follow up control, the patient continued to have small concentration and balance disorders, declared as the hemorrhage sequelae by the pi. It was further reported that the concentration and balance disorders have not completely resolved. The patient was continuing kinesitherapy. Patient was noted to be fairly tired generally, however can lead a normal life without any restrictions and reportedly doing better.

Event description:
Medtronic received additional information regarding patient status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.